Event description:
It was reported that a patient presented for revision tibial nail due to nonunion. Original nail was extracted. The patient's right leg was reamed and an appropriate size nail was inserted. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screws/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.